Event description:
It was reported via repair work order that the head extension was damaged and the cot had a broken load wheel casting. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.